Event description:
This device case, reported by a consumer, with add'l info provided by the treating general practitioner, concerns a 52 yr old male pt of unk origin. The pt's medical history and concomitant medications were not provided. The pt took an unspecified drug product, dose and frequency unk, subcutaneously, via a humapen ergo burgundy/clear reusable device (lot 0509a04) with a clear cartridge holder attached, for an unspecified indication, beginning on an unk date. On an unk date in 2008, an unk time after starting humapen ergo use, the pt experienced blood glucose fluctuations. This event was considered serious for other medically significant reasons by the reporting general practitioner. The pt reported that the pen was defective and that due to this reason, he did not receive the correct dosage. No physical findings were provided. It was unk if the pt rec'd corrective treatment for the event. The pt fully recovered from the blood glucose fluctuations on an unk date two months later. It was unk whether humapen ergo was continued. This case is associated with product complaint. It was unk who the operator of the device was, and if the operator of the device was a trained user. It was not reported how long the device model and reported device were used for. The device was returned to the MFR on 09-sep-2008 for further investigation. Refer to results/conclusions section. The reporting general practitioner believed that the blood glucose fluctuations were due to a defective humapen ergo pen, which was not dosing correctly. Update 05-dec-2008: add'l info rec'd from new reporter (general practitioner) on 03-dec-2008. This report was upgraded to serious for other medically significant reasons. Added new reporter, pt demographics, event start and stop date, and event serious criteria. Changed as reported event term from deviant blood sugar to blood glucose fluctuations. Updated event outcome and causality assessment. Updated relevant fields and narrative. Update 11-dec-2008: add'l info rec'd 09-dec-2008; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button; and added "refer to results/conclusions section" to narrative.

Manufacturer narrative:
Investigation in progress. Note: this report includes final eval findings. No add'l info is expected. Eval summary: the user returned the actual complaint device for investigation (lot 0509a04, mfg september 2005). The investigation identified malfunctions are dialing nut to rear outer housing glue bond failure with adequate glue bead and complete fracture of the rear housing flange. These malfunctions can result in an underdose if the user attempts to reassemble and use the device. Corrective actions: no corrective actions are planned as the device mfg was discontinued december 2006. There is no evidence of improper use or storage.